Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the cause for the reported event can be attributed to the following: the event might have been caused due to improper handling by the user/ accidental failure. No abnormality was found in the subject device. The legal manufacturer reported the additional probable causes as follows: -reprocessing or storage of the subject device with tweezers, forceps or surgical knives might have caused perforations on the cable, leading to water intrusion into the device. The breakage of the ccd unit could have caused the failure to display the endoscopic images. - water intrusion due to perforations on the cable might have caused the electric circuits inside the device to be damaged, resulting in breakage of the pcb board of the switch. -the coupler might have been kinked due to the application of excessive user handling during use.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The user¿s complaint of ¿ no image¿ was confirmed. The tip of coupler was bent and a hole in cable which failed leak test. The image issue was attributed to a damaged charge-coupled device (ccd).

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.